Event description:
It was reported the screw broke during a "hardware removal procedure". It is unknown how the procedure was completed. It was also reported this issue caused a delay in surgery, but it is unknown how long the procedure was delayed. Attempts to obtain further information about this event were made to no avail.

Manufacturer narrative:
The results of the investigation are pending. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. One part number co-t2324 "2.3mm x 24mm locking cortical screw" was received, and batch/lot number was determined to be 503740. The evaluation performed was for the returned portion(s) of the device. The returned part was examined with magnification which revealed the following: [screw breakage] screw had broken into two portions; a head portion with six turns of thread, and a shaft portion consisting of all remaining threaded portions of the device. [Head, drive feature wear] corners of the hex drive feature were indented/damaged with nearby surface denting/scratching on the head and sheared metal strands. [Head, underside wear] the underside edge of the screw head was damaged; anodization on this edge had been worn off around the entire circumference of the head. [Head, locking thread wear] three turns of locking thread closest to the head exhibited shearing damage (i.e. Thread/anodization loss) with bare metal exposed; this continued for three additional turns of thread beyond this region to a milder extent (i.e. Only light anodization wear). [Head, fracture plane] the head portion fracture plane was largely flat with light texturing and a slight ridge at the location where the thread terminates with the fracture plane. No necking or signs of ductility were noted. [Shaft, fracture plane] the shaft portion fracture plane was significantly damaged; it was unclear what damage may have resulted from the fracture event and what damage may have resulted from removal efforts. [Shaft, thread wear] the shaft portion threading was heavily mangled near the fracture plane region with near-total thread anodization loss. The shaft portion threading additionally exhibited anodization wear at peaks/crests at multiple locations along the shaft, as well as straight-line indentations along multiple portions of threading resulting in indentation and anodization loss; it was unclear what damage may have resulted from the fracture event and what damage may have resulted from removal efforts. [Foreign debris] two types of foreign debris were visible in troughs/roots of all thread: a gel-like substance, and a solid, bone-like substance. The device was measured with the head portion length measuring 0.1795 inches, and the shaft portion length measuring 0.8030. Severe damage on the shaft region makes it unclear what damage may have occurred during use as opposed to removal procedures; however, the headed region appeared to exhibit less severe damage. The head portion fracture plane phenomena could potentially indicate a brittle failure mode which can result due to overloading or overtorquing events; however, due to unknown procedural conditions, the root cause could not be determined.